Event description:
Customer reported a d typing discrepancy with a patient sample. Customer typed a sample as d negative using anti-d gammaclone lot 506014 at immediate spin only. The patient later typed as d positive 2+ at is and 3+ at ahg (weak d test).

Manufacturer narrative:
Tested in-house donors and reagent red cells of various phenotypes including weak d cells with retention anti-d (monoclonal blend), lots 506012x and 506014 and anti-d series 5, lot 505551. The expected reactivity was observed in all testing. The returned patient sample was tested with the retention anti-d (monoclonal blend) gamma-clone), lots 506012x and 506014 and anti-d series 5, lot 505551 and other manufacturer's anti-d blood grouping reagents. The patient sample exhibited negative reaction in all phases of testing. The patient's rh typing is d-negative. Testing error by the customer cannot be rule out.